Event description:
Ref. Importer # (B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the pt transfer the left leg attachment clip detached and the pt fell of the sling. The resident had broken collar bone as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detached during use). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (trixie) and the sling was being used for pt handling at the time of the event. No malfunction could be found on the trixie lift or sling that could have caused or contributed to the event. Therefore, the hoist and the sling which work as a system were found to have been to specification which the event took place. An on-site inspection by an arjohuntleigh rep found the sling with grey clips. It was indicated that the sling was manufactured in may 2005. Production of slings with grey clips was seized long ago (between 2005 - 2006), so definitely the sling was used longer than two years - the sling exceeded its expected lifetime and should be replaced. This is not likely to impact the performance of the sling when used according to the IFU but this is an indication that the sling could not have been used and the labeling was not followed. The trixie lift was found to be in good condition, but it should be noted the trixi lifter is 15 years old, placing it 5 years beyond the suggested life for this lifter as per its labeling. The most common and in this case, likely root cause for an event where a clip is not in place during the transfer of the person in the sling: that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer as clearly communicated in the instructions for use (IFU) of the device. Since the customer is labeling "that the carers were in a rush and this may have contributed to the event" and has advised us that there was no fault with the hoist or sling, our assumption is that the sling was not correctly applied and that the event was caused by use error, based on the customer info and the simulations performed previously based on earlier incidents. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. It clearly shows that when the IFU would have been followed and the clips were checked to be place and the straps under tension while the weight the pt was gradually taken up, the missing clip would have been detected, the event would have been avoided. From the eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents.